Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 2017865-2020-03381. It was reported that the patient presented in clinic for a lead revision to address the left ventricular lead, which exhibited loss of capture due to dislodgement. During the procedure, upon opening the pocket, purulent drainage was noted. The physician decided to prophylactically explant the entire system. The patient was in stable condition.

Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).